Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump time and date was incorrect. Reportedly, the pump changed the date and time on its' own. Blood glucose was 300 mg/dl. Customer changed pump settings to accurate time and date.